Manufacturer narrative:
(B)(4)

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the malformed clip wouldn't close at the proximal end of the clip, causing the distal end of the clip to not close completely on the cystic duct. The doctor removed the clip applier from the patient, through the trocar, deployed several clips until a properly formed clip was deployed, reinserted the clip applier into the patient through the trocar and completed the procedure with no consequence to the patient. The clip applier was discarded.